Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported problem was confirmed through the power test. Further investigation found that the downstream occlusion (dso) seal was delaminated. The dso and upstream occlusion (uso) seals were replaced and calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
The customer returned the product for device was broken, was incompatible firmware and was not able to upgrade to 4.3 sw, during physical inspection. It was found that the downstream occlusion (dso) seal was delaminated. There was unknown patient involvement.